Event description:
The event is reported as: complaint alleges: "rcp called to bedside due to low min ventilation alarm. Pt had ventilated to assess equipment. Ventilator circuit found to be melted at the exhalation and inhalation side of the circuits." Pt current condition is fine. Add'l info has been requested.

Manufacturer narrative:
Unk if single-use device was reprocessed and reused on pt. Sample rec'd by MFR, but investigation is incomplete at time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided.